Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined and varying impedance. The patient was referred to their physician and the lead remains in use. No patient complications have been reported as a result of this event.